Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared storage mode. The voltage, charge times and when the elective replacement indicator (eri) or end of life (eol) was declared was unknown. No allegations were made towards this device and it was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
A return request was made for this device as well as event clarification. It was later reported that this patient had not had their device checked since their pre-discharge evaluation over seven years prior. The patient was asymptomatic and there were no allegations made about device or battery performance. The device was being returned for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two charge times greater than the charge time limit. End of life (eol) was declared following a single charge time greater than 30 seconds. The device was in storage mode. The observed rate of battery usage was compared to the expected rate of battery usage and the results indicated the monitoring voltage was normal based on therapy use and programmed settings. It was concluded that this device did not experience premature battery depletion. Rather, eri was reached earlier than expected due to a higher-than-typical buildup of internal battery impedance.